Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to clinic with symptoms of dizziness due to suspected loss of pacing resulting in bradycardia. Upon interrogation, an error message was displayed indicating the device parameters needed to be restored. The device parameters were restored and the patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. The reported field event of error message was verified in the lab. A cyclic redundancy check (crc) error message was found in the device data, which indicated data corruption. The reported event of pacing anomaly could not be confirmed; the software analysis showed there was no evidence of memory corruption and pacing issue due to the crc error. The device iram was tested and no anomaly was detected. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomaly was detected. The error message could not be reproduced in the lab; hence the root cause of the error could not be conclusively determined.